Event description:
Customer reported the system is displaying an error code during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Ge rep replaced a monitor at customer's request. System operates as intended.